Manufacturer narrative:
A follow-up was planned but not yet scheduled. Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low out of range pacing impedance measurements. Additionally, low r-wave measurements were observed. It was noted that pacing impedance measurements trended low and there was evidence of oversensing. Boston scientific technical services (ts) recommended obtaining a chest x-ray. No adverse patient effects were reported.